Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother wrote an email to inquire if there were any promotions for the carelink usb. In the email, the mother reported that the customer's usb cable stopped working, and she cannot afford one at this time due to all of her medical bills from insulin, test strips and hospital bills from hospitalizations that the customer has had from seizures due to low blood glucose levels. Nothing further was reported in the email.